Manufacturer narrative:
Internal report # (B)(4). Investigation completed on (B)(4) 2016 with the following reason: no defect found. Mlc-3: use error caused or contributed to event based on the post market review (B)(4) and review of the FDA's total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - CAPA (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Customer states that the syringes soaks up and 2 units back up into the insulin bottle when he does the mixing. Customer states that when he is mixing two different insulin it will not dispense the insulin accurately. It will dispense on a single dose but when he mixes it with two different insulin will soak it back up at least 2 units. Customer just started to use these syringes recently and it happen on every syringes that he use. Customer states that when he mixes that it will not dispense it accurately. Customer wants to know why it is happening on when he mix the insulin. I will replace the syringes for customer.